Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus. However; investigation is ongoing. During the initial evaluation, the user's report was confirmed. A failed igniter was discovered and causing the reported e103 communication error message to display. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her visera elite xenon light source began presenting an e103 communication error during preparation for use. According to the initial reported, the staff turned the subject device off and then back on, clearing the error message, and continued the procedure. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was determined that the light source board failed and e103 occurred, but the cause could not be identified. Olympus will continue to monitor field performance for this device.